Manufacturer narrative:
Pump was received with blank display, problem isolated to the electronic assembly pcb 1. Unable to confirm unexpected battery power loss, charge/battery lasts less than expected and unable to perform any test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that there was issues with the battery in the insulin pump, in the last few days he has\d changed the battery 5 times. As soon as he introduce it the insulin pump it got very hot and in a few only days the status of the insulin pump changed to red colour and he needs to change it. The insulin pump also received low battery alarm and replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.